Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID: b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during planned procedure for device replacement due to battery end of life, it was discovered patient experienced significant neck discomfort over the past several years localized to the right side in the location of the extension wire. The extension wire was noted to be taught and close to surrounding musculature. The decision was thus made to replace the extension as well. Thick scar tissue was noted during procedure. Antibiotics were used prephilately. Patient tolerated procedure well and was transferred to recovery in stable condition.